Manufacturer narrative:
Evaluation is ongoing. We will perform a follow-up report as soon as it is finished.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states the pt was a (B)(6) yo male and surgeon used the adult arm with the large rocker with the 3006-00 skull pins. After the pt was pinned prior to prep and drape, the single pin became loose and the head slipped from the clamp causing a laceration on the boy's forehead. The surgeon said he believes he set the clamp at 60 lbs. Also, the adult arm has unusual wear marks and it doesn't like in the clamp like the pediatric arm does. Pt was supine with head clamp. Incident date (B)(6) 2016 @ 8am.

Manufacturer narrative:
As the device involved in the incident is in specification, root cause cannot be linked to our product. From the information reported, our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head. We received information from FDA to an user facility report (mw5062937) respective this incident on 07/11/2016. When we received this information, we had already filed MDR_3003923584-2016-00009 to FDA (06/29/2016).

Event description:
This is report follow-up 1. The event was already reported on 06/292016.